Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer's mother stated the customer was about to get into shower and noticed she could not suspend it or do anything. The customer's mother stated that the patient was at a homecoming dance. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.